Event description:
Pt brought in electively for pacemaker pulse generator replacement because of "end-of-life". She was found to have a failed ventricular lead. New medtronic sigma implanted. New ventricular lead - guidant.